Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that there was an optical sensor failure on a newly inserted intra-aortic balloon (iab). The customer attempted to transduce the fluid lumen but used the wrong pressure cable and didn¿t know to unplug the fiber optic cable. The customer was able to get the arterial pressure tracing and pressure indices were present. The customer doesn't believe the catheter kinked during insertion. The indication for use was st-elevation myocardial infarction. There was no reported injury to the patient.

Event description:
It was reported that there was an optical sensor failure on a newly inserted intra-aortic balloon (iab). The customer attempted to transduce the fluid lumen but used the wrong pressure cable and didn¿t know to unplug the fiber optic cable. The customer was able to get the arterial pressure tracing and pressure indices were present. The customer doesn't believe the catheter kinked during insertion. The indication for use was st-elevation myocardial infarction. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor¿s optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported alarm, sensor failure. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, an alarm, or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The returned sheath was over the catheter but it was not a maquet product. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor¿s optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported alarm, sensor failure. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, an alarm, or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there was an optical sensor failure on a newly inserted intra-aortic balloon (iab). The customer attempted to transduce the fluid lumen but used the wrong pressure cable and didn¿t know to unplug the fiber optic cable. The customer was able to get the arterial pressure tracing and pressure indices were present. The customer doesn't believe the catheter kinked during insertion. The indication for use was st-elevation myocardial infarction. There was no reported injury to the patient.